Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used during an esophagogastroduodenoscopy with biopsy procedure performed on (B)(6) 2014. According to the complainant, the device was tested prior to use and no anomalies were noted. During the procedure, bleeding was noted after taking biopsy. The patient was clipped and the procedure was completed. The patient was admitted to ICU and was transfused with blood. The current condition of the patient was reported to be ok. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.